Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the reported condition. The se replaced the universal serial bus (usb) and reloaded the current software. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the display on a 980 ventilator went blank. The ventilator was not in use on a patient at the time the event occurred.